Manufacturer narrative:
Device evaluation: the two devices were not returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based off of similar complaints it is suspected that the rotator separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation: method: evaluation based off of similar complaints. Device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke during use. No harm or injury was reported. The customer reported two defective devices. The customer was unable to provide specific information or clinical details for the additional event. The customer will not be returning the suspect devices. Therefore, this single form FDA 3500a report will be submitted for this complaint.